Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the display screen was found to be cracked and the internal electrical components were found to be damaged. The pump was unable to power up and the pump was found to be damaged beyond investigation. A review of the pump's history revealed that the pump was delivering the programmed basal rate up until the empty cartridge alarm on (B)(6) 2012. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump and to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2011, the patient's mother contacted animas to report the pump had self rebooted multiple times. At the time of the call, the reporter informed animas customer support that the patient's blood glucose readings were "high" (greater than 600 mg/dl) . The patient's mother denied that the patient had symptoms of nausea, vomiting, shortness of breath or chest pain. It was also noted that the reporter was able to correct for the high blood glucose. Customer support made several attempts to reach the reporter to obtain additional information regarding the power issue and the patient's high blood glucose readings; however, were unable to reach her by phone. This complaint is being reported because the patient reportedly obtained blood glucose readings greater than 500mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.